Event description:
Ous MDR - after an implantation time of about 41 months, it was reported that the ICD could no longer be interrogated. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.